Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon noted that the monopolar curved scissors instrument had a wrong movement of the tip of the instrument, they don't close correctly. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection was performed and found no trouble at the distal end. The instrument was driven manually and was able to respond properly. An additional observation not reported by site was that the instrument's identification board recognition test failed. The instrument was placed on an in-house da vinci system for motion test and it failed recognition testing. The pogo pins were not corroded and do not get stuck. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .384 - .236 in length and not aligned with the tube axis. An additional observation not reported by site was that the instrument's flush tube was kinked. The housing was removed to find flush tube exhibited a kink in the backend. The kinks occurred prior to flush tube entering idler block/gimbal plate. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.